Manufacturer narrative:
This issue was addressed in mfg report number 9610816-2026-100052. This record was determined to be a duplicate of that case.

Event description:
Philips received a complaint on a patient monitor efficia cm150 indicating that a part order was needed for the speaker. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.